Manufacturer narrative:
Complete information: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer stated during daily maintenance, error code 3870 wash solution pump timeout while moving to upper limit was observed on the architect c4000 processing module. A shutdown of the instrument was performed without resolution. The customer was instructed to perform a flush bulk solutions and at that time it was observed that there was movement of the syringe. During inspection, it was noted that one of the tubing was off of the check valve and the screw on the cover was loose. After reseating, the flush passed. There was no reported impact to patient management or user safety.